Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901, implantable pacemaker, (B)(6) 2006; 5076-45, implantable pacing lead, (B)(6) 2006. (B)(4).